Manufacturer narrative:
Radiometer originally sent this report on the date stated , but with an incorrect report number. This is a resubmission of the original report, as agreed with cdrh.

Event description:
According to the complaint, the solution pack was leaking when removed from the analyzer and waste solution containing patient blood went "all over the tech's lab cote". Nobody came into contact with the blood. The analyzer checks for leak every 24 hours. If a leak is detected, the following message will apear on the screen: 0964 "leak current in relation to solution pack detected". No entries of this error message apear in the data logs, indicating that the leak has happened since last check.

Manufacturer narrative:
The data logs which were received initially contained data from 2016-07-25 - 2016-08-01. In this log no errors were found in relation to this solution pack. A new data log containing data from before (B)(6) 2016 was received. The investigation of this data log reveiled several errors in relation to a leak in the analyzer or solution pack (error 0963 and 0964) between (B)(6). The error message, error 0964 "leak current in relation to solution pack detected' requires an intervention from the user (check for leaks in the system and remedy)" had been shown 6 times by the analyzer, but the user ignored the mesage all 6 times. As the solution pack has been discarded. The root cause to the leak will most likely not be identified. Radiometer originally sent this report on the date stated in b4, but with an incorrect report number. This is a resubmission of the original report, as agreed with cdrh.